Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest dexcom g7 continuous glucose monitor (cgm) reading of 318 mg/dl after announcing a lunch as a usual meal instead of a more-than meal while using an ilet pump with a dexcom g7 and a teflon inset infusion set on the abdomen. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a transient rise in glucose that was already trending down to 279 mg/dl during the call. Investigation included a troubleshooting review of recent meal announcement behavior, verification that data were synced, and completion of a full supply change due to only 7 units of insulin remaining. Investigation of this case revealed that the incorrect meal size announcement likely led to under-delivery relative to carbohydrate intake, contributing to the elevated glucose, with no device alarms and no evidence of pump malfunction. It was concluded, based on previously established findings for similar reports, that user-related meal announcement error was the probable cause.